Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving gablofen 2000 mcg/ml (dose unknown) via an implantable pump. Indication for use was intractable spasticity. The date of the event was (B)(6) 2016. It was reported the patient had a pump replacement and experienced a fever postoperative. The patient followed up with the physician at the office. The pump was infected. No diagnostics and troubleshooting were performed. On (B)(6) 2016 the pump and catheter were explanted and discarded. The pump will be replaced in the future. Patient status was alive - no injury and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.